Event description:
Patient called in to report service error code. Customer care attempted troubleshooting but the error code persisted. The issue was not resolved. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed safety and eit. The reported service error code can be erroneously generated if the patient inserts the battery and then, while the system is still booting up, removes the battery and replaces it within one to two seconds. The reported condition could not be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences.